Event description:
It was reported the device did not give the audible alarm. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked tank cover, wear and tear damaged enclosure, line cord, pole clamp, and front cover. As well as outdated printed circuit board (pcb) and power switch. Functional testing found alarm was triggered but there was no audible sound due to a faulty speaker on the printed circuit board (pcb). Actions were taken to mitigate the reported issue: replaced the speaker and the components noted in the visual inspection - device passed all functional testing. The root cause of the reported issue was found to be component failure.update: b5, h3, h6, h10, corrected data: d3

Event description:
Additional info received via email 2-feb-2022. Event date updated. No patient involvement